Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that the pump had displayed alarm for "check for empty tubing" and was acknowledged in history. Event log history also showed that high alarm was displayed for "downstream occlusion" and was silenced in history. During analysis, the customer's reported problem was unable to be duplicated, unit run as expected under test. Annual preventive maintenance will be performed by service as a precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a continuous alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.